Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional follow up information found the patient had their leads explanted and replaced to resolve the issue. Ipg was electively replaced.

Manufacturer narrative:
Date of the event is estimated.  The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00982. It was reported the patient had lost 50 pounds and the patient's leads had migrated. Surgical intervention may occur later to address the issue.